Manufacturer narrative:
The device was received fully deployed. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The downloaded data generated an 0x1c alarm, indicating the pod has reached expiration time after 80 hours of operation. The downloaded data confirms that the device ran for 80 hours. The downloaded data did not show any timeouts or drive stalls during the pod's run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), it was discovered that the cannula was dislodged. The patient also stated that they felt the pod sticky. As treatment, the patient changed the pod.